Event description:
Patient's family member called lfs and alleged that the patient's meter was missing segments. It is not known when the patient last used the meter. The patient was unable to read the result on the meter. Patient's family member was unable to state if the patient had symptoms at the time. The patient was taken to the hospital, however, no other blood glucose tests were performed and no treatment was given. Based on the information provided, there is evidence of mater malfunction, however, there is no evidence of a serious injury. The meter was replaced for the patient. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt.